Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process, found that the sealing operator must ensure that the foil pouch is correctly inserted into the heated sealer bars. It includes the instructions on how to hold the pouch to ensure the correct sealing. The sealing operator must ensure that a vacuum is present, confirming the presence of seals on all edges of the pouch and confirm the s&n seal is on the chevron end of the pouch. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing deficiency. Based on this investigation, a corrective actions and field action was initiated to address the reported failure and recall the product.

Manufacturer narrative:
Section h7 was updated. Section h10: the regeneten tendon anchors have been reported to have a breach in the foil pouch which could potentially compromise the sterility of the product. Due to the potential risk of a biologic response, such as infection due contamination of the sterile field, and to ensure safety, s+n is proactively addressing this issue by reporting it as a class ii recall in accordance with the relevant regulations (FDA correction/removal reporting number is not available yet). Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process, found that the sealing operator must ensure that the foil pouch is correctly inserted into the heated sealer bars. It includes the instructions on how to hold the pouch to ensure the correct sealing. The sealing operator must ensure that a vacuum is present, confirming the presence of seals on all edges of the pouch and confirm the s&n seal is on the chevron end of the pouch. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing deficiency. Based on this investigation, a corrective was initiated to address the reported failure.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that (3) three tendon anchors' packages were not sealed and were punctured. The event occurred after removing packaging from outer box, for treatment of a partial rotator cuff tear. The procedure was completed using a backup device with a delay of less than 2 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process, found that the sealing operator must ensure that the foil pouch is correctly inserted into the heated sealer bars. It includes the instructions on how to hold the pouch to ensure the correct sealing. The sealing operator must ensure that a vacuum is present, confirming the presence of seals on all edges of the pouch and confirm the s&n seal is on the chevron end of the pouch. Although a review of device records showed there were no indications to suggest that the product did not meet specifications upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing deficiency. Based on this investigation, a corrective action and a field action were initiated to address the reported failure and recall the product.